Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. On an unreported date, the patient was hospitalized and treated with vancomycin injection (750mg, every 5th day), heparin injection (500 unit per litre in each session), and amikacin injection (120 mg, intraperitoneal, daily in long well,) for peritonitis. At the time of this report, the patient was discharged from the hospital; however, was recovering from peritonitis. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique.

Manufacturer narrative:
Additional information for b5: six days after the hospitalization, the patient was discharged. Eleven days later, antibiotic treatment was discontinued. At the time of this report, the patient recovered from peritonitis and the patient was retrained on the proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.